Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer replaced the breath delivery (bd) printed circuit board (pcb) and requested a service engineer (se) to download the software. Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that the ventilator generated an error code which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A breath delivery printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no table conditions. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated.